Event description:
It was reported that during a gastric bypass procedure, on the fourth firing of the device, the device cut but did not staple through the tissue. Case completed with another device of the same product code and fired proximal to the original firing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4)= damaged pinion axle support. The analysis results found that the long45a device was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received partially fired 4/5 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.